Manufacturer narrative:
Additional product component: model number/catalog number: 72404161 and 72404292, serial number: null and null, batch/lot number: 1000159777 and 79252008, model/catalog description: reservoir 65ml pc and lgx 15cm snap fit rt.

Event description:
It was reported that the patient experienced inflation issues due tubing crack at pump resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. When the pump was functionally tested the pump failed the inflation test. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number, 72404161 and 72404292, serial number: null and null, batch/lot number: 1000159777 and 79252008, model/catalog description: reservoir 65ml pc and lgx 15cm snap fit rt.

Event description:
It was reported that the patient experienced inflation issues due tubing crack at pump resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp pump, cylinder, and reservoir was explanted and a new ipp pump, cylinder, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.